Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image found that the rotating inserter appeared to be bent. A visual inspection revealed that the device had significant debris from use. The rotating inserter was severely bent and deformed. A small proximal fragment of the anchor was attached to the device. The rest of the anchor was not returned. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the inspection procedure found that each component should be visually inspected for all non-conforming attributes defined in the procedure and according to the acceptance criteria. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, excessive force or torque, or improper preparation of the insertion site.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair surgery the footprint anchor broke when it was being implanted. No significant delay or other complications reported. Smith and nephew back-up device was available to complete the surgery. All the broken pieces were removed from the patient's anatomy. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.